Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that from (B)(6) 2012 the decedent experienced metabolic alkalosis, respiratory difficulty and a cardiovascular event and subsequently expired after the use of the product.